Manufacturer narrative:
The affected profix conforming articular insert was not returned for evaluation. After repeated requests, sn has been unable to obtain the batch number for this device, thus device history record review cannot be completed at this time. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode. Without the return of the actual product involved, our investigation of this report is inconclusive. A clinical evaluation noted that without supporting clinical/medical documents a thorough investigation cannot be performed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that patient was admitted to the (B)(6) hospital due to an infected knee. Patient had original surgery of right profix tkr approximately 14 years ago. No previous operative notes available. Knee was opened and thickened haemoserous fluid was noted. Tibial poly was exchanged. Explanted device unable to be retrieved due to infectious reasons.